Event description:
During a clinic follow-up, the device was unable to be interrogated. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The additional information received was reviewed by abbott engineering and discovered that the device is operating in a different firmware than expected. As a result, the device could not be interrogated with merlin programmer as the firmware with this device model is not supported in the programmer software. The device was received for investigation. The reported event of no inductive telemetry was confirmed. The device was received with no telemetry communication and no output. Analysis of field session record showed firmware corruption, that is consistent with the reported event anomaly. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. Telemetry was re-established after reloading code to the device. Functional testing of the device did not find any anomalies.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.